Event description:
During acl revision surgery to remove a screw that was placed 12 years ago, the tip of the hex driver broke. The surgeon tried to use a trephine drill to expose the screw, however, the trephine drill was damaged. The screw was successfully removed using bone clamps. The removal of the screw added an additional hour to surgery. No patient injury was reported. The hex driver was part of a s & n redux kit borrowed from another facility.